Event description:
A pt sample, when tested on the suspect device, measured "hi" (>600 mg/dl). Reporter noted that, 4 minutes later, a repeat test was performed on the syspect deivce, with a result of 152 mg/dl. Rpeorter indicated that, 6 minutes prior to the initial result of "hi", pt's blood glucose was tested in the facility's lab, with a result of 288 mg/dl. Reporter noted that she has no specific information about the the pt's condition or treatment recieved. Quality control testing was rpeortedly performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.